Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited ain in line message and could not start. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that medium alarm displayed: cannot start pump and medium alarm silenced: cannot start pump were recorded in history. During analysis, the pump could not start, it was noted that the air detector was inoperable. Service will replace the air detector to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.